Event description:
It was reported that outside of surgery the device was in need of annual calibration and maintenance. There was no patient involvement. During product evaluation it was discovered the motor speed was below specification. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor, switch, bearings, seal, and reciprocation arm needed replacement. Motor speed was below specification. The components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: singapore.